Event description:
Ten days post-implant, an increase in threshold was observed two other follow-ups noted decrease in impedance and the threshold could not be measured. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.